Event description:
Sorin group (B)(4) received report of a pump that randomly stopped. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 double head pump. The incident occurred at (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group (B)(4) for evaluation. Visual inspection showed a tear in the display, probably due to a forced impact. The failure was reported by pressing on the panel. The panel was changed and functional testing of the pump found no other problems. No further action is required.